Event description:
A customer reported that the pump failed to hold its charge, leading to concerns about battery performance. There was no information available regarding the impact on the customer's blood glucose level. The replacement of the pump is pending the return process.